Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no reported impact to the customer¿s blood glucose level. Technical support provided complete pump reset information, and after walking the caller through the pump reset, the cgm error code did not reappear, allowing the caller to successfully start their sensor session.